Event description:
The product complaint report shows that the customer alleged that when the ventilator was being prepared for use, the audible alarm did not sound. The device was not in use at the time of the event and there was no pt involvement. The main power switch was replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.